Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, the cone beam computed tomography (cbct) scan for mandible shows that the matrixmandible plate along with the three (3) screws came out from the lower mandibular border and according to the surgeon the said area is infected. Originally, the patient underwent implantation of the matrixmandible plate and six (6) matrixmandible locking screws, on (B)(6) 2018. There was no information on revision surgery as of this time. This report is for a matrixmandible locking screw. This is report 4 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.503.640.01c, lot 7027038: manufacturing site: monument. Manufacturing date: september 08, 2012. The manufacturing documents were reviewed and met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: product was not returned. The provided x-ray images and pictures were reviewed. The screw loosening described in the complaint description could not be verified from the provided x-rays and pictures. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that on an unknown date the same plate and set of screws were re-implanted in patient.